Event description:
It was reported that the balloon ruptured. The 90% stenosed, diffuse target lesion was located in the severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, inflation was performed twice with appropriate pressure for 60 seconds and 90seconds respectively. However, the balloon ruptured upon third inflation at 7atm for 30 seconds. The device was simply removed from the patient's body and was replaced with another of same device since it was difficult to use it continuously. The procedure was continued and completed. There were no complications reported.